Event description:
The valve was explanted due to endocarditis and was replaced with a 29mj-501. One day postoperatively, the pt underwent emergent reoperation for septic shock. The pt expired due to multiple organ failure.